Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported after using bd vacutainer® pst¿ gel and lithium heparinn 56 units erroneous results-elevated troponin were seen in an unspecified number of samples. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd had not received any samples or photos for investigation. A total of 50 retained samples were visually inspected with no issues identified. Upon review of the complaint information, it was determined further clinical investigation was not required as the customer reported erroneous results were a direct result of centrifugation issue. Additionally, the erroneous troponin analyte was not reported by the customer. The affected analyte(s) must be specified in order to perform clinical testing. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: erroneous results (troponin). No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported after using bd vacutainer® pst¿ gel and lithium heparinn 56 units erroneous results-elevated troponin were seen in an unspecified number of samples. No adverse impact was reported regarding the patient or user.